Manufacturer narrative:
7/24/1998: b5 - MFR received no response to inquiries for further info on this event. H6 - final device analysis revealed no device failure, no anomaly found with the pump. There was no evidence of anomalies with the device septums, and no indication of "spouting" as stated in the initial reported event.